Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported an 84-year-old male of unknown ethnicity noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported the automated impella controller (aic) displayed purge line had a leak. There was no fluid noted outside the line or the yellow luer lock detected. There was no reported patient harm. The pump was not explanted as a result.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The pump was returned for investigation. When the pump was primed, there was a leak observed from the holes of the purge filter. When the purge filter is exposed to isopropyl alcohol (ipa) solution, similar leaks have been observed in past. Therefore, as per the product investigation, the root cause of the purge leak was sidearm filter damage due to ipa interaction. D9 date device returned to manufacturer added g1 manufacturing site name and address was incorrect on manufacturer device report 1220648-2024-12812.